Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted with no leak noted. It passed the stability test and it was well arranged in compression. There was no thrombus noted on the device. In (B)(6) 2017, the patient had a 45 day follow up transesophagel echocardiogram (tee) which revealed the closure device was well seated; however, a small thrombus on the surface of the closure device. The patient then started oral anticoagulation medication. In (B)(6) 2017, the patient had another follow up tee to re-evaluate the thrombus. It was noted that the thrombus was larger. The closure device was perfectly seated with no leaks. The patient was admitted to the hospital for "a heparin gpt". Two days later, the patient had a heart catheterization. The next day the decision was made to surgically remove the closure device with the thrombus through a maze procedure. The laa was surgically closed.